Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia below the implantable pulse generator (ipg) lower rate. It was further reported that the ipg was not pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.